Event description:
It was reported that the implantable neurostimulator (ins) recharger interval was less than 2 hours. There was one known over-discharge. The ins was replaced. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.